Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low glucose overnight and after meal announcements while using the ilet bionic pancreas, with a documented low of 68 mg/dl and self-treatment with oral glucose; the device problem and component could not be determined due to insufficient information. Symptoms included hypoglycemia. Outcomes included the need for unexpected medical intervention in the form of medication, specifically oral glucose. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no specific findings and insufficient information to identify a device-related problem or component issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.